Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that communication loss was reported between rns devices and all gz transmitters. Cns monitors were not affected. The device listed on this complaint is the network server: a/pwredge-r640 (s/n (B)(6). Investigation summary: due to limited information available, the root cause of the reported communication loss issue could not be determined. Additional model information: d11 & c2: the following devices were used in conjunction with the cns and are devices that also experienced failure. Attempts to obtain the following information were made, but not provided: cns's - model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Rns's - model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Transmitters - model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that communication loss occurred on site for about 30-45 seconds and that it affected a couple of their central nurse's stations (cns's), all of their remote network stations (rns's), and all of their transmitters.

Manufacturer narrative:
The biomedical engineer reported that communication loss occurred on site for about 30-45 seconds and that it affected a couple of their central nurse's stations (cns's), all of their remote network stations (rns's), and all of their transmitters. Cits team found that there was a disconnect on both .10 and .30 segment and that there was a time adjustment of two minutes that happened on the primary host server that was being used as a time sync. They also found a common point for the host servers and all of the mentioned devices located on the 4th floor, managed by a single cisco switch. No patient harm or injury was reported. Cits team advised the customer to verify the time settings on all of their cns's in order for future troubleshooting to take place. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following devices were used in conjunction with the cns and are devices that also experienced failure. Attempts to obtain the following information were made, but not provided: cns's - model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Rns's - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Transmitters - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that communication loss occurred on site for about 30-45 seconds and that it affected a couple of their central nurse's stations (cns's), all of their remote network stations (rns's), and all of their transmitters.